Event description:
Additional information was recived from a manufacturer's representative stating that the patient had his neurostimulator explanted and replaced with a primary cell model.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they had poor communication on the patient programmer and were not able to communicate with the recharger either. The patient reported that they last felt stimulation and had their last successful recharging session ¿a couple weeks ago at least.¿ it was later clarified that the issue occurred in early (B)(6) 2016. It was noted that the patient¿s reason for not charging was because they were in the military and they were unable to access their recharger as it was packed away. The patient stated that ¿just a couple days ago¿ they saw a question mark on the screen and that was when they found out that they couldn¿t connect with the recharger or patient programmer. It was reviewed that if the device hasn¿t been charged for more than three months that it may be in an overdischarge state. The patient was to follow up with their healthcare provider (hcp). It was noted that the patient didn¿t have a managing hcp at the time of this report and a list of physicians in their area was sent. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.